Event description:
The reporters stated that a heavily built, male patient, had the device implanted in the right foot for treatment of flat foot in 2007. The implant was revised in a surgical procedure three months later, and the following year, the implant was removed due to collapse of the device. The device came out in pieces. A titanium implant was used instead. Integra has contacted the surgeon by telephone and in writing to request further information.

Manufacturer narrative:
Integra does not expect the device involved in the reported incident to be returned for evaluation. An investigation has been initiated based upon the reported information.